Event description:
Per incident report: patient paged to notify us of a vad alarm on controller that stated "connect batteries". Patient was hooked up to mpu (mobile power unit) at the time and no green light was visible on the unit, even though unit was plugged into the wall and the a/c cord was secure in the mpu. Patient had to disconnect and reconnect to batteries to stop alarm. Patient noticed green light going on and off on mpu intermittently. Patient was guided through troubleshooting equipment including connectivity and power outages and directed to come for new power cables."